Event description:
Information received by medtronic indicated that the customer reported an insulin pump issue. Troubleshooting was performed and found that there was a fluid under the lcd display. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump error 37 during rewind due to corroded motor home switch. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error 37. Pump passed the self-test. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor, and force sensor. Unit successfully downloaded to thump. Confirmed pump alarmed pump error 37 on 08/08/2023 06:16:33.000 due to corroded motor home switch. The following were noted during visual inspection: scratched case, pillowing keypad overlay, corroded battery tube, and stained keypad overlay. Confirmed moisture damage to electronic assembly and motor assembly during analysis. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.